Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output shortly after implant. The patient had not left the or but the pocket had been closed. The pocket was reopened and both set screws were re-tightened without incident. The ipg remains implanted.